Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, subsequent readings remaining elevated until trending down after a supply change; the medical device problem and device component could not be specified due to insufficient information. The user's blood glucose peaked at 304 mg/dl before automated corrections brought values back into range with no associated clinical symptoms reported. Outcomes included no health consequences or lasting impact. User support included communication with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.